Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the sagittal saw attachment device was completely blocked. The attachment was disassembled and it was found that the bearings were corroded and blocked. It was further determined that the device failed pretest for mechanical free movement, general function in running mode and oscillation frequency. It was noted in the service order that during an unspecified surgical procedure, it was observed that the oscillator device did not work however the motor device was able to work when other attachments were attached. There was a forty minute delay to the surgery. The surgery was completed using an identical spare device. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. A device history review was performed, and no non-conformances were detected related to the reported condition. A CAPA was initiated to address the UDI: (B)(4).